Event description:
According to the report, bioglue was applied to the false lumen and suture line during an ascending aorta replacement surgery for acute aortic dissection. A few months later, reoperation was performed. At the time of reoperation, the surgeon confirmed that bioglue was peeling from the anastomosis site and that recanalization had occurred. Bioglue was removed from the false lumen and the surgery was completed without incident. The surgeon indicated that a large amount of bioglue was applied to the false lumen during the initial surgery.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
According to the report, bioglue was applied to the false lumen and suture line during an ascending aorta replacement surgery for acute aortic dissection. A few months later, reoperation was performed and the surgeon noted that bioglue was peeling from the anastomosis and that recanalization had occurred. Bioglue was removed from the false lumen and the reoperation was completed without incident. The surgeon stated that a large amount of bioglue was applied to the false lumen in the initial procedure (~1 cm thick). Bioglue is a hydrogel that will remain flexible when applied in thin layers and maintained moist throughout a procedure. However, an excessive application to a suture line or the exposure of the hydrogel to dry conditions for extended periods of time can cause the product to become more rigid in nature. This rigidity can result in the drying out and peeling away of bioglue at the site of application. In regards to the recanalization that occurred in the aortic lumen, this would not be unexpected given the excessive thickness of the bioglue that was applied. Bioglue becomes more rigid when a thick layer is applied. The pulsation of the aorta against this rigid repair site could have aided in the pulling away of the product from the lumen walls causing recanalization. The root cause of this reported event is the improper application of bioglue by the surgeon. As the surgeon indicated, he applied bioglue about 1 cm thick which is much larger than what is recommended in the bioglue instructions for use (IFU).